Event description:
During a pta to an unk target lesion, the balloon burst during use, and difficulty was experienced during attempts to remove the balloon through the catheter and introducer sheath. The report stated that both the catheter and the introducer had to be taken out and exchanged to a larger introducter (11f) in order to remove the burst balloon. There was no report of any adverse effects to the pt. Additional pt and procedural info has been requested from the reporting affiliate, but none has yet to be forthcoming. The product has been returned for evaluation and testing; however the engineeing evaluation has not been completed.